Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a cc4204a collamer single piece lens, +21.5 diopter, during the same surgery due to weak zonule and a thicker lens was required. The incision was enlarged to remove the lens and sutures were required to close. The reporter indicated the cause of the event was due to minor pre-existing condition and was patient related. The reporter indicated there was no issue with the product. The lens was discarded at the facility.